Manufacturer narrative:
Preliminary analysis of the returned device did not reveal any anomaly. The battery was found completely depleted but the device operates as specified with an external power supply.

Event description:
Reportedly, the patient went to the emergency room complaining of multiple shocks. The subject ICD was interrogated but there was no telemetry. The device was reinterrogated at the subsidiary, the device was found at end of life. The device will be returned for analysis.

Event description:
Reportedly, the patient went to the emergency room complaining of multiple shocks. The subject ICD was interrogated but there was no telemetry. The device was reinterrogated at the subsidiary, the device was found at end of life. The device will be returned for analysis.

Event description:
Reportedly, the patient went to the emergency room complaining of multiple shocks. The subject ICD was interrogated but there was no telemetry. The device was reinterrogated at the subsidiary, the device was found at end of life. The device will be returned for analysis.